Event description:
It was reported the case is cracked. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis did confirm the sensitivity failure found during initial repair of the device, however it was determined that this failure was calibration related.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that both bail covers and ring cover were broken, the battery contacts were compressed, both bails and ring were missing, the keyboard window was scratched and the device failed ventricular sensitivity testing due to the main printed circuit board (pcb) being out of electrical specification. (B)(4).